Manufacturer narrative:
(B)(4).

Event description:
It was reported "that the pump was losing its arterial waveform (fos) when the staff unplugged, and the pump went on battery. The battery was charged appropriately, and the pump had been plugged in. When the staff plugged it back into wall power, the arterial waveform returned, but they now had a red slash through the zero icon. As a result, the pump was switched to a second pump". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "system error is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "that the pump was losing its arterial waveform (fos) when the staff unplugged, and the pump went on battery. The battery was charged appropriately, and the pump had been plugged in. When the staff plugged it back into wall power, the arterial waveform returned, but they now had a red slash through the zero icon. As a result, the pump was switched to a second pump". No patient injury or harm reported. Patient condition reported as "fine".